Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that oil was leaking from the swivel area, the hose was damaged (excluding rupture), and there were cuts in the hose near the muffler area, and the motor housing was dented. It was further observed that the device had a cosmetic damage ¿ worn. It was further determined that the device failed pretest for hose verification and oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the hose of the motor device was damaged below the foot pedal connector. During service and evaluation, it was observed that there was oil leaking from the swivel area. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.